Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30030670l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: 1.lasso navigational catheter, us catalog #: d134301, lot #: 30095647l. 2.pentaray navigational catheter, us catalog #: d128211, lot #: 300646406l. 3.soundstar catheter, us catalog #: 10439011, lot #: e8124685. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating the right superior pulmonary vein (rspv) roof at 40 watts, the patient¿s breathing was unstable, it became apnea and then the patient breathed heavily. The cardiac frequency also soared. After a while, the patient became bradycardic and hypotensive. Cardiac tamponade was confirmed. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. The patient¿s blood pressure stabilized after the pericardial drainage. During the procedure and after the procedure, the patient's level of consciousness was unaffected. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The physician commented the puncture may have occurred due to patient¿s unstable breathing while ablating the rspv. There were no biosense webster, inc. Product issues reported during the procedure. It is unknown if transseptal puncture was performed. The generator was in power control mode at the time of the injury.

Manufacturer narrative:
In the initial report, the incorrect lot # was reported on a bwi concomitant product. Per additional information received on 12/07/18, the lot # for the pentaray navigational catheter was originally reported with lot # 300646406l, however, the correct lot # is 30066406l. Therefore, lot has been updated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Correction to follow-up #2 was noted on december 19, 2018. It was originally reported that per additional information received on december 7, 2018, the lot # for the pentaray navigational catheter was originally reported with lot # 300646406l, however, the correct lot # is 30066406l. Therefore, lot field has been updated. This lot number is for the concomitant product. Therefore, lot field should not have been updated in the follow-up #2. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that a 58-year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating the right superior pulmonary vein (rspv) roof at 40 watts, the patient¿s breathing was unstable, it became apnea and then the patient breathed heavily. The cardiac frequency also soared. After a while, the patient became bradycardic and hypotensive. Cardiac tamponade was confirmed. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. The patient¿s blood pressure stabilized after the pericardial drainage. During the procedure and after the procedure, the patient's level of consciousness was unaffected. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade.